Event description:
Account states bed's ground loss light is blinking.

Manufacturer narrative:
Technician found bed's power cord is missing a ground prong. He replaced power plug, bed works fine. No injury reported.